Manufacturer narrative:
(B)(4).

Event description:
It was reported that vena subclavia left was punctured. During puncture, the needle cracked. No high force was applied.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the needle cannula broke was confirmed. One product lidstock and one 18ga xtw (extra thin wall) introducer needle were returned. The needle cannula was separated 1 mm from the hub. There was a slight bend in the cannula 4 cm from the tip of the needle. The sample was microscopically examined. The cannula was flattened on the ends where it separated, indicating that it had been bent prior to separation. The damage is consistent with fatigue breakage due to bending. No damage to the hub or needle bevel was observed. The outside diameter (od) of the cannula measured 0.050 inches, which met specification of 0.0495 - 0.0505 inches per the needle cannula graphic. The inner diameter (ID) of the cannula measured 0.0410 inches, which met specification of 0.041 - 0.043 inches per the needle cannula graphic. Since both the od and ID met specification, this indicates that the wall thickness of the cannula was correct. A device history record review was performed and did not reveal any manufacturing related issues. The needle cannula may bend and break if excessive lateral force is applied. Based upon observed characteristics at the break and the report other remarks: that the needle broke during use, operational context caused or contributed to this event. No further action will be taken.